Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged. The lead was turned off. The physician had elected to monitor the issue at this time as the patient was doing well. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product was not available for return as the lead was destroyed during the extraction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.